Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked; cause was not known. Customer could not recall if blood glucose was impacted. Pump was functional and customer continued to used pump for insulin therapy.